Event description:
It was reported that during a radical prostatectomy procedure, the arm cart assembly (aca) was working intemittently. It turns off on its own during the procedure. The aca was restarted and the surgery was continued without any further issue. No impact to the patient. The anesthesia time got increased by 5 minutes due to restart of the aca.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3 and h6: annex b, annex c and annex g have been amended. Device evaluation: medtronic led an evaluation of the field service notes and associated device data for the reported arm cart assembly (aca). Review of the field service notes indicates that functional tests were performed with no issues detected. It is very likely that the aca hybrid cable wasn't well connected and it was accidentally unplugged during the surgery. The customer restarted the arm to resolve the issue. The users were advised to check the stability of the electrical connection between the robotic arms and the tower before use on a patient, energy loss could be addressed to a non-stable electrical connection. The system is functioning correctly. Evaluation of the device data indicates that the aca was detected as disconnected and reconnected multiple times within a very short time interval, on the order of milliseconds. These repeated connect and disconnect events are consistent with a transient loss of communication or power to the aca. Evaluation of the device data for the reported arm cart assembly confirmed the reported condition, however, the investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, the investigation was not able to identify a root cause. However, the most likely cause could be traced to a communication issue. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a radical prostatectomy procedure, the arm cart assembly (aca) was working intemittently. It turns off on its own during the procedure. The aca was restarted and the surgery was continued without any further issue. No impact to the patient. The anesthesia time got increased by 5 minutes due to restart of the aca.